Manufacturer narrative:
Investigation summary: bd received one photo for investigation for catalog 367856, lot number 5225483. There has been increased awareness regarding cleanliness and reduction of foreign matter. The exact cause for the customer¿s failure mode could not be determined. Retained samples will not be tested for this complaint record. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5225483, for the indicated failure mode: foreign matter - non-biological. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 137 tubes. No adverse impact was reported regarding the patient or user.

Event description:
Report 2 of 2: it was reported prior to using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, foreign matter was found in 137 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.